Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient is a status post right total hip done (B)(6) 2014 by dr.(B)(6). She now has a periprosthetic fracture due to a fall. Dr. (B)(6) decided to revise the hip to a restoration modular system with dall miles cable. The procedure was performed through the posterior approach per the restoration modular surgical technique. Cables were placed. Surgery was performed without incidence. Surgical site was closed.